Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy procedure, the stapler would not fire after loaded. It was noted that the surgeon was able to press the green button but could not squeeze the handle. Ultrasonic device and surgitie ligation loop was used in place of stapler. There was no patient injury.